Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up, the device interrogation could not be completed: the overview screen was displayed, but the programming and patient data were not. The patient came back on (B)(6) 2011, and the interrogation was completed with another programmer without any difficulties.